Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Sample not returned for evaluation.

Event description:
Sales consultant called to report a case in which skyline constrained screws backed out post-operatively. Surgeon reported to the sales rep that one of his patients has post-operative screw back-out which was noted during a follow-up appointment. The patient did not report any discomfort and the surgeon is closely following the patient to determine if a revision is required. Surgeon wants to know if manufacturing of the skyline screws or plates has changed.